Manufacturer narrative:
Device 5 of 10. E1: patient city: kista. Patient country: sweden.

Event description:
Unomedical reference number (B)(4) event occurred in the sweden. On (B)(6)2024, it was reported that patient faced ten infusion set tape not sticking events. The events occurred after about 2 days of use. No further information available.